Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead and the rv lead integrity alert was triggered. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular non-defibrillation lead¿s pacing impedance spiked to high impedance approximately two days after initial implant, triggering a lead alert. Fracture of the lead¿s ring conductor was suspected. The lead was reprogrammed to use a different pacing vector, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.